Event description:
It was reported that the asymptomatic patient presented for a normal eri change out and externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. The patient will be monitored routinely.